Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No stuck button alarm noted during testing. The insulin pump responded properly to button presses. The blood glucose reminder feature functions properly. The insulin pump had minor scratched display window and scratched case.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was around 900 mg/dl at the time of hospitalization. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer also reported that they experienced low blood glucose of 42 mg/dl. The customer reported that the insulin pump alarmed stuck button alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor was tested outside of the unit and passed. The insulin pump passed the displacement accuracy test.